Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked/chipped by the front left and rear left bottom corners. There was visible contamination. A review of the event history log (ehl) identified invalid syringe. During the functional testing the reported issue was able to be duplicated. The tapered spring slipped over the collar of the barrel clamp rod. The root cause of the reported problem was a taper spring issue. A corrective and preventative action (CAPA) has been opened to address the reported issue. Replaced barrel clamp rod, tapered spring, and barrel clamp guide as per CAPA. Performed calibration on the device and passed all the functional tests.

Event description:
It was reported that the pump will not read the correct syringe size. No patient involvement or injury was reported.